Event description:
It was reported that during a lap appendectomy, the reload cartridge would not load into the device, another device was used to complete the procedure. No adverse consequences reported. See scanned pages.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis showed that the device was received in good visual condition and with no reload present. However, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached as to how the pan became dislodged from the reload. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications. (B)(4). A batch record review was performed and no anomalies were found during the mfg process. Cartridge pan dislodged.